Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigation. Per the customer reported complaint, failure analysis investigation found the entire hook of the instrument was broken off. The known common cause of this failure is mishandling/misuse. Based on failure analysis investigation information, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the metal hook tip of the permanent cautery hook instrument broke and the fragment fell inside the patient. The broken piece was retrieved during the same procedure and there was no report of patient injury/ harm.

Event description:
It was reported that during a da vinci nissen fundoplication procedure, the metal hook tip on the permanent cautery hook instrument broke and fell into the patient. On january 14, 2016, intuitive surgical, inc. (Isi) obtained additional information from the reporter. The instrument was inspected prior to use and there were no abnormalities found. There was no report of instrument collisions. The reported metal hook tip broke towards the end of the procedure. The fragment was retrieved with a laparoscopic instrument during the same da vinci procedure. An x-ray examination was performed that verified no fragments remained in the patient. The planned procedure was completed. There was no report of patient injury or harm.